Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced issue with infusion set of tape not sticking on 28-may-2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy